Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory results is unknown. Siemens recommended another sample to be redrawn. The patient had already left the hospital. Therefore, a second draw sample is not available for further testing. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(4) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
A confirmed (B)(6) result was obtained on a patient sample with the advia centaur xp (B)(4) confirmatory (conf) assay. The patient sample was repeat (B)(6). The remaining patient sample was tested again on (B)(6) 2016, after centrifugation, in duplicate with the (B)(4) assay. The results were (B)(6). The patient sample was "squeezed" out of the monovette and the sample material was hemolytic. The (B)(6) result was reported as the final result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.